Event description:
The customer reported that several needles have been defective as they are not staying attached to the syringe. In some cases, they have experienced needles that they could not push medicine through. The luer lock component of the needle does not seal properly and is loose causing the needle to pop off during injection. Customer reported using lidocaine, clindamycin, bupivacaine, and sodium bicarb with the needles. No information was received regarding any serious injury as a result of this product malfunction.